Manufacturer narrative:
(B)(4). The device will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a 15mm captivator ii round stiff snare was used during a polypectomy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the snare being used for polyp removal did not work effectively. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a 15mm captivator ii round stiff snare was used during a polypectomy procedure performed on (B)(6), 2022. During the procedure and inside the patient, the snare being used for polyp removal did not work effectively. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device code a050702 captures the reportable event of polyp resecting problem. Block h10: (product investigation) one captivator snare was received for analysis. Visual analysis of the device noted that the loop had an irregular shape in the distal side. Functional evaluation of the returned device found that the device was able to extend completely and retract without problems. No other problems were noted. The reported event of "loop failure to cut" could not be confirmed since the device cannot be functionally evaluated with respect to the anatomical/procedural factors encountered during the procedure. During product analysis it was observed that the loop had an irregular shape in the distal side. An investigation to address this problem is in progress. Based on the analysis of the returned device and the information available, the most probable cause is manufacturing deficiency. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.